Event description:
It was reported that the longevity went from 62% six months ago down to 18% at the last follow-up. A review of downloaded memory confirmed normal battery depletion. Technical services advised the incorrect battery status was due to a single-bit memory upset at implant time which caused patient data (including implant date) to be corrupted. Since the implant date is not correct, the longevity expected is not correct. Technical services advised how to update the implant data. The battery status will stay at 18% until it actually goes below that based on the correct implant date information. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This event is included in CAPA (B)(4) emblem s-ICD transient memory corruption, single event upset (seu).